Event description:
It was reported the pt was diagnosed with stenosis of the mitral prosthesis. Preoperative echocardiogram revealed the 27 mm valve contained clotted blood resulting in the leaflets not being functional. The valve was explanted and the pt was reported to be in stable condition. Additional info has been requested.